Event description:
It was reported that the pump declared an altitude alarm. There was no adverse impact to the customer¿s blood glucose level as the caller chose not to provide the information. Technical support provided tips for preventing altitude alarms, and the customer understood and acknowledged these suggestions.